Event description:
Manufacturer review of the conference presentation "(B) (4) supplement authors' meeting- day 1, vns therapy in children and adolescents: the current state of evidence" revealed a vns patient had a lead fracture. Per the reporter, the lead fracture was identified via x-ray or at lead revision surgery when lead erosion was noted. No trauma or device manipulation was admitted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Presentation citation: " (B) (4) supplement authors' meeting- day 1" vns therapy in children and adolescents: the current state of evidence"; 19-20 june 2008.